Manufacturer narrative:
The lot number for the malfunction was not provided. The device has been returned for evaluation and a photo was also received and reviewed. The investigation is confirmed for failure to infuse. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600520 implanted port allegedly experienced failure to infuse. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a female whose age and weight were not provided.